Event description:
Info received from the customer on (B)(6) 2011 indicated that a posterior capsule tear was noted upon inserting the iol into the left eye. According to the info received, the incision was enlarged to remove the iol and anterior vitrectomy was performed. Another li61ao lens of same diopter power was placed in the sulcus and sutures were used to close the incision. According to the info received, the pt status is good with no further treatment. Please reference MDR #: 1119279-2011-00085.

Manufacturer narrative:
The device was not returned to bausch & lomb for eval, and the lot number of the device was not provided. Therefore, a product eval or device history records review could not be performed.